Event description:
It was reported that a patient presented in clinic with episodes of post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD) from (B)(6) 2022. Programming changes were made on (B)(6) 2023 to address the issue. The patient was stable throughout.